Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber stopper at the end of the collection needle fell off and no report of adverse or injury to the patient or healthcare worker.

Manufacturer narrative:
D2b: medical device type: ne additional code applies; jka d2a. Common device name: blood specimen collection device; intravascular administration set. G5. PMA / 510(k)#: one additional code applies: k220212 h.6. Investigation summary material #: 367342 lot/batch #: 3145421 bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to damaged sleeves or retraction lockout as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve fall off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10